Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement and, less frequently, from mitral valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. A definitive root cause could not be determined; however, it is likely that procedural factors contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23 mm valve was explanted at implant due to blocked coronary artery ostia. The device was replaced with a 21 mm valve that was implanted successfully. The annulus was sized to a 23 mm bioprosthetic valve. 2-0 ethibond pledgeted sutures were placed circumferentially with the pledgets on the ventricular side. These sutures were brought through the sewing ring of the valve, which was seated in place without difficulty. The sutures were secured with the cor-knot devices. The valve was found to be well seated. The aortotomy closure was completed. The patient initially developed spontaneous return of sinus rhythm. She then developed recurrent ventricular fibrillation unresponsive to defibrillation. The assumption was that one or both coronaries were obstructed by the valve. The heart was re-arrested. The aortotomy was reopened. The right coronary orifice did appear to be partially obstructed by the sewing ring of the valve. The valve was removed. The annulus was resized to a 21 mm valve, which was chosen to minimize the gradient in this larger patient. Three non-pledgeted sutures were placed at the nadirs of the sinuses. These were brought through the sewing ring of the valve which was then seated in place. The valve was found to be well seated with no obstruction of either coronary orifice. Transesophageal examination demonstrated a well seated, well functioning aortic valve with a mean gradient of 9 mmhg.